Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Primary analysis finding: no anomalies found. The electrical characteristics of the device were found to be within product specifications. Helix, fully extended, measured .080 inches within specification. Visual analysis revealed, defib conductor distorted at medial section at 38.5 centimeters, kinked/buckled inner tubing, and outer tubing overlay cosmetic esc. Apparent explant damage noted.

Event description:
It was reported that the there were short v-v intervals, sensing difficulty, and suspected lead fracture. The lead was explanted. No further patient complications were reported as a result of this event.